Event description:
It was reported that the valve was not working during intraoperative testing. Csf pressure was high but it was not coming after the valve connected with the ventricular part of the shunt. The valve was replaced and there was no impact to the pt.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR.